Manufacturer narrative:
The suspect device was not returned for evaluation. The complaint could not be confirmed. The root cause could not be determined. A search of the complaint database was performed and no similar complaints for this lot number were found. The product history record was reviewed, and no exception documents were found. Nonconformances of this nature are monitored by the operation team. This complaint will be used to trend for similar complaints.

Event description:
Information in reference to a clinical trial that involved the merit wrapsody¿ was received. The patient experienced early restenosis of the treated segment requiring repeat intervention, including additional stent placement within the previously implanted wrapsody device. Although the study assessed the relationship to the device and procedure as "not related," the occurrence of restenosis at the target lesion shortly after implantation (6 days post index) and the need for reintervention due to a tissue defect at the stent edge are directly relevant to device performance and durability. The persistence of symptoms and requirement for multiple interventions indicate a clinically significant impact on device function.

Manufacturer narrative:
The suspect device is not expected to return for evaluation. A follow-up will be submitted when the evaluation is complete.